Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving sensor error messages of "scan again in 10 minutes" and "replace sensor" on the same day she applied the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and lost consciousness. A non-hcp individual injected the customer with glucagon as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. This also serves as a correction report. Pma510k#) was inadvertently omitted from the initial MDR 30 day report.

Event description:
Customer reported receiving sensor error messages of "scan again in 10 minutes" and "replace sensor" on the same day she applied the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and lost consciousness. A non-hcp individual injected the customer with glucagon as treatment. There was no report of death or permanent impairment associated with this event.